Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned mini trek dilatation catheter noted no blood or contrast visible and the balloon was tightly folded, which is consistent with the reported information the device was not used in the patient anatomy. The hypotube and strain relief tubing were separated at the distal end of the hub, confirming the reported separation. The fracture faces were oval shape, as if kinked prior to separation. There were no other kinks or bends noted to the catheter. Kinks or bends in the shaft can lead to weakening of the catheter material such that subsequent application of force or further handling can cause a separation. It is possible the shaft was inadvertently torqued during removal from the coil dispenser, resulting in the shaft kinking. Further manipulation of the shaft would ultimately result in the shaft separating. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. The reported shaft separation appears to be related to the operational context of the procedure. All dilatation catheters are visually inspected for kinks during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information

Event description:
It was reported that during unpackaging of the device, the trek was noted to be bent and the hub of the catheter separated. There was no patient involvement. No additional information was provided.